Manufacturer narrative:
The cobas c 111 analyzer serial number was (B)(6). A general reagent problem was ruled out because calibration and quality control were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose hk result from the cobas c 111 analyzer. The initial result was 184 mg/dl. The repeat result was 93 mg/dl. This result was believed to be correct. The user repeated the sample 5 times and the results were all 106-107 mg/dl.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.